Event description:
It was reported that the patient underwent driveline and thoracotomy site debridement on (B)(6) 2019.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was treated with intravenous (IV) vancomycin and then doxycycline (oral). The patient completed a six week course of IV antibiotics on (B)(6) 2019 and required chronic suppression with doxycycline and ciprofloxacin. The event was noted to have resolved with sequela. No additional information was provided.

Manufacturer narrative:
The patient underwent a pump exchange due to driveline infection and is reported under MFR #2916596-2019-02572. The first infection reported with the current implant (serial number: (B)(4)) is captured under MFR #2916596-2019-03269. Additional information on patient symptoms, infection status, and plan of care was requested but was not provided. The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 0 years, 2 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that patient was readmitted on (B)(6) 2019 with pseudomonas driveline cultures as well as pseudomonas in blood and tissue cultures. A (B)(6) infection was also found to be occurring at the driveline site. Patient was hospitalized and treated with oral antibiotics and intravenous (IV) vancomycin. No additional information was provided.